Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon was performed with a 23 mm balloon. The valve was loaded once and confirmed visually, tactile and under fluoroscopy there was no misload. The valve was deployed and recaptured due to high position. The target depth was 3 millimeter (mm) and an attempt to use cuspal overlap technique was attempted along with an attempt to align the commissures. The patient annulus measured 88. During the second deployment attempt, an infold occurred possibly due to the calcium in the native annulus. An attempt was made to resolve the infolding with a partial deployment in the ascending aorta. However, this did not resolve the infold. As result, this system was removed from the patient. A new delivery catheter system (dcs) and new valve were used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: a single still image provided shows signs of infolding. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was received via fedex loose, inside a biohazard bag. The valve appeared discolored showing evidence of blood contact. All leaflets were severely dehydrated, exhibited signs of severe creases and imprints. Leaflets were stiff. All leaflets appeared to be in a partially closed position with a large gap between all free margins possibly from the received condition. Dried blood noted on all commissures; appeared intact. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.